Event description:
On (B)(6) 2011, the medical user provided the following information to the competent authority in (B)(6) via an adverse incident report: product failure. Therapeutic interventional treatment failed. Tissue shrinkage following suction prior to deploying band, causing band to damage varix leading to bleeding. This caused hemorrhage from the esophagus. Care of patient, clinician present. Mews, bp stable. Patient group and xmatched already. Recommended medication regime and advice should deterioration in condition occur. Transfer to ward. On (B)(6) 2011, the cook area representative was able to provide the following additional information: the medical user reported a problem whilst using the bander. The varix was suctioned into the barrel of the bander. Before the band was fully deployed the varix exited the barrel. On (B)(6) 2011, the cook area representative was able to provide the following additional information regarding patient outcome: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(6) on behalf of a medical facility in (B)(6). (B)(6). Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assessment will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report. The information provided by the medical facility was discussed with clinical personnel. The report mentions suction (which is applied by the endoscope equipment) and claims the band damaged the varix leading to bleeding and intervention (i.e. Transfer to hospital). The "tissue shrinkage following suction prior to deploying band" reasonably suggests the varix may have been small in size. The instructions for use include the following precaution: "band ligation may not be effective when applied to small varices." Suction applied by the endoscope could have caused or contributed to the reported bleeding. As stated above, hemorrhage is listed in the instructions for use as a potential complication associated with a gastrointestinal endoscopy procedure. The band is applied and achieves hemostasis by restricting blood flow at the bleeding site. The type of damage the band itself caused in this case is unable to be determined.